Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was associated with a device that was explanted due to a patient infection. Attempts to explant the lead were unsuccessful so the lead was capped and remains in the patient. There was no report of adverse patient effects due to the surgical procedure.